Manufacturer narrative:
On the field service engineer's initial visit, he inspected the module and found the pipe of the flushing station worn out. He then replaced this part, performed mechanical tests and adjusted the water pumping volume. The issue was not resolved and the customer still noted high creatinine results. On the field service engineer's follow-up visit, he rinsed the reagent needle and sample needle. He found that the conductivity of the deionized (di) water tank was 2.5 us/cm, while the conductivity of the water machine was only 0.3 (unit of measurement not provided). He determined that the conductivity was too high and the di water tank was contaminated. He then cleaned the water tank and reinstalled it. The investigation determined the event was caused by insufficient operator maintenance (contamination of water tank). Product labeling states: "operating conditions water requirements conductivity 1.0 us/cm or less." "Monthly maintenance cleaning the water tank - contamination inside the water tank will result in contamination of the entire flow path and adversely affect all measurements. Clean the water tank monthly." After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 718697 with an expiration date of 31-dec-2023.

Event description:
The initial reporter received questionable cobas integra creatinine plus ver.2 assay results from two patient samples tested on the cobas 6000 c501 module. The initial result was not reported outside of the laboratory as it did not match the patient's clinical diagnosis. Patient sample 1 on (B)(6) 2023, the initial result was 167 umol/l. The repeat result was 96 umol/l. Patient sample 2 on (B)(6) 2023, the initial result was 218 umol/l. The repeat result was 88 umol/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.